Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of instrument and data did not indicate system error. The cause for the discordant stat intact pth results is unknown. No further evaluation of the device is required. The instrument is performing within specifications.

Event description:
A discordant low positive immulite 2500 stat intact pth was obtained on a patient sample during surgery. Initial result prior to the procedure was in normal range and confirmed with repeated result. The surgery procedure was ceased when the low discordant result reported to the physician. The same sample was repeated with high results. Post-surgery sample assay results were also generated as high results. The patient had a second surgery due to the low discordant result. Patient treatment was altered based on the lower assay result. The report indicated that patient surgery was intervened, due to the discordant intact pth assay results.